Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was seen in the vad clinic for routine visit and was advised to present to the emergency room (ER) for neck pain after a fall down the stairs due to missing a step, tumbling and head impact. The patient states they recently got new glasses which they were not used to contributing to being unable to see the second step and falling. The patient also reports arm tingling and dizziness after a blood laboratory draw done earlier in the day which had resolved by the time the patient got to the ER. A computerized tomography (CT) scan of the head, neck and upper spine as well as a chest x-ray were done with no acute findings on any of the imaging studies. The patient was admitted to the hospital after developing acute chest pain with a positive troponin while in the ER. Neurology was also consulted due to the fall, left sided facial numbness and left sided headache, and head impact due to chronic anticoagulation therapy. An echocardiogram was done which showed a small left ventricular thrombus which may contribute to the troponin elevation and as patient is already anticoagulated, no intervention was done. It was determined that the troponin and brain natriuretic peptide (bnp) were chronically elevated, neurology cleared the patient and they were discharged to home on home medications. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced neck pain after a fall down the stairs due to missing a step, tumbling and head impact. Of note, the patient stated that they recently got new glasses which they were not used to, contributing to being unable to see the second step and falling. The patient also reported arm tingling and dizziness after a blood laboratory draw done earlier in the day, which had resolved. A computerized tomography (CT) scan of the head, neck, and upper spine, as well as a chest x-ray, had no acute findings. The patient was admitted to the hospital after developing acute chest pain with a positive troponin while in the emergency room. An echocardiogram showed a small left ventricular thrombus which may have contributed to the troponin elevation. It was determined that the troponin and brain natriuretic peptide (bnp) were chronically elevated; neurology cleared the patient, and they were discharged on home medications. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.